Manufacturer narrative:
The co rep reported that there were several electrical code # 58 in the error logs. Seemed to happen after the iabp sat for a long time. Replaced the drive manifold assembly (part number: 0104-00-018). The transducers were calibrated and functional tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that, prior to use on a patient, the iabp generated an "electrical test failure code #38" (power up vent test failed) alarm. The iabp was replaced and therapy was initiated. No patient was involved.